Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. When the locator was inserted into the insertion sheath, the proximal side of the assembly accidentally became kinked. The physician initially thought that this would not cause a problem with insertion. However, the physician decided to discontinue use of the device just in case. Another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure was hemostasis. The procedure before deploying the device was coiling. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery. The vessel's diameter was 4 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for sheath kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).